Event description:
It was reported that during preparation for a svg intervention, the catheter shaft broke. When the physician attempted to remove the mandrel, the shaft of the liberte bms delivery system broke. There was no patient contact. Another liberte bms delivery system was used to complete the procedure.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.